Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient attempted to deploy sensor. Patient stated that sensor applicator was damaged. At the time of the call with dexcom technical support, patient reported no injuries or medical intervention. Dexcom has issued an rga for patient to return their device to be investigated.